Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: coronary artery stents: ii. Perioperative considerations and management. Anesthesia & analgesia 2008; 107 (2) : 570-90. Newsome l, weller r, gerancher jc, kutcher m, royster r.

Event description:
Same case as : 2134265-2009-04519. It was reported in the journal article titled: "coronary artery stents: ii. Perioperative considerations and management" that post coronary drug eluting stenting treatment procedure myocardial infraction (mi) and thrombosis occurred. During the index procedure, the pt was treated with two unspecified taxus express2 drug eluting stent which were implanted in the right coronary artery (rca). Approximately eight months after the initial procedure, the pt discontinued asa therapy in preparation for a renal transplant procedure; seven days pre-operation. Approximately one hour after the renal transplant procedure, the pt experienced mi. Thrombosis was observed in the rca stents. Percutaneous intervention to recanalize the lesion was performed. No further information is available.